Event description:
It was reported that the patient experienced occlusion alarm event on (B)(6) 2026. Due to the event, patient¿s blood glucose level was high and was treated with correction bolus via pump. The patient changed soft cannula infusion set only and resumed insulin.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.